Manufacturer narrative:
Additional information: section d.6b, h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient was discharged from the hospital after one night. The recipient's symptoms have reportedly resolved. The recipient is successfully using the device. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
Following initial implant surgery, the recipient was reportedly hospitalized due to drainage, dizziness, balance concerns and nystagmus. The recipient was treated with antibiotics, omnicef and ciprodex drops. The recipient's symptoms are reportedly improving.